Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the rn hung a primary infusion bag of normal saline 500ml and then infused two secondary medications. The rn noted that the secondary bags were empty sooner than expected and the primary infusion bag was much fuller. The rn determined that the secondary infusions back flowed into the primary infusion bag. There was no patient harm.